Manufacturer narrative:
Continuation of d10: product ID 37761; serial# (B)(6); product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: the 37761 desktop charger, serial # (B)(6), was returned for product analysis. Analysis revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger did not seem to be taking a charge from the desktop charger (dtc). The caller explained that the dtc was connected to the recharger for "hours and hours," but the recharger battery level was not incrementing as expected. Before calling patient services, the caller stated that they unplugged the dtc and plugged it back in, but the issue persisted. During the call, the caller was looking at the 'recharger charging session screen' and noted that the recharger battery was charging between 25-50%. Additional information was received. It was reported that the patient stated insr was plugged into dtc for 3 hours or so and the battery did not increase. Caller was asked to check implant battery level and confirmed it was flashing on the 3rd quartile. The caller was asked to inspect the pins in the insr connector port and the caller confirmed that they only saw one pin and it appeared the other 3 were broken/not there. Broken pins were inside of recharger. Email was sent to replace insr.